Manufacturer narrative:
This device was not returned to mmdg for evaluation. A device from the same lot was returned to mmdg by the user. Mmdg could not replicate or confirm any issue with the returned set. A DHR review was also not completed as no lot number was provided.

Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that the pump alarmed down occlusion about 30 minutes after the infusion started and that there was blood in the tubing at this time. Mmdg followed up with the initial reporter and did learn that the pump and administration set were replaced, patient did not experience any adverse effects due to the complaint, and had no further issues. (B)(4).